Event description:
During preparation for an atrial fibrillation procedure, the field frame was plugged in incorrectly, and after this the cable and plug of the field frame was burned. The field frame and field frame cable were replaced to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported burned cable could not be conclusively determined.